Event description:
While trying to raise the side rail of the stretcher, the employee gripped the side rail of the stretcher improperly near a pinch point. When another staff member lifted the side rail, the employees index finger was caught in the punch point and the tip of the employees index finger was severed.